Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 80% stenosis located in the mid lad. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent was unable to cross through the lesion and that the stent became deformed in vivo during positioning/advancement. The patient is reported to be alive with no injury. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
Evaluation summary: there was a kink on the catheter 32cm distal to the strain relief. The stent was not positioned on the balloon between the markerbands and therefore was not meeting specifications due to deformation of the proximal stent struts. Deformation was evident to the 15th to 18th distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.